Event description:
It was reported that the patient underwent a uterine ablation procedure. During the procedure a heating error code was received with the first and second catheter used. The cable was changed and a third catheter used received an over temperature and catheter malfunction errors. At this point the controller would not initialize. The patient has a retroverted uterus. There was no adverse patient consequences reported. The procedure was extended 40 minutes and the patient was under general anesthesia.